Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france): pump damaged-blocked.

Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the history files were read out and analyzed. Based og investigation of the history log files no malfunction could be detected. The sample was subjected to a visual and functional examination. No external damages could be found. A self test was performed and a delivery mode was started. No malfunction occurred during the test. The delivery accurany was checked. The complaint could not be confirmed. During the investigation no technical malfunction could be detected on the perfusor space. Summering up all tests, the device operated within our specification.